Event description:
A silver of plastic from the suture guide fell into the pt after it was scraped by the suture passer. The silver of plastic was recovered inside the pt.

Manufacturer narrative:
The c-t ii fort closure, (B)(6) involved in this event was not returned to coopersurgical for eval. (B)(4).